Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date, that when the pulling handle was pulled out, it could not push to the end point. There was no patient consequence. This report is for one (1) vertecem v+ cement kit this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional information: a product investigation was conducted. Visual inspection: the device was forwarded to the supplier for evaluation. There it was detected that the device has a broken mixing paddle and inhomogeneous mixed cement in a reduced mixing chamber. Summary: the complaint is confirmed due to the broken mixing paddle, the inhomogeneous mixed cement in a reduced mixing chamber. The evaluation has shown that the mixing paddle had already be advanced when the breakage occurred. This indicates that the paddle was before or during mixing turned too far so that the mixing chamber got reduced. This reduction of the chamber led to a more difficult mixing process, which overloaded the system and finally caused the breakage at the weakest point, which is the mixing paddle. Turing the paddle before or during mixing is clearly an user error. In this relation the vertecem v+ system surgical technique (036.000.895 dsem/bio/1015/0037 10/15) has to be mentioned. On page 20 it is stated that oscillating-rotating movement should be made during the first strokes. As stated on page 22 is the handle then fully rotated to transfer the cement. This means if the handle is fully turned during mixing the mixing chamber gets reduced like in this case. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. The root cause was identified during the performed supplier evaluation and therefore the in the investigation flow listed remaining investigation steps are not required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that procedure was performed to treat collapsed and porous spine. Procedure was completed successfully by changing to new piece. There was no surgical delay. Patient outcome is reported as good.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Received pictures reviewed, there is no statement possible if the handle can be moved as required or not. Therefore is this complaint rated as unconfirmed. The manufacturing documents were reviewed and no complaint related issues were found. Product was not returned, therefore no further investigation is possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part: 07.702.016s. Lot: 7c53190. Manufacturing site: selzach. Supplier: osartis gmbh. Release to warehouse date: 14. June 2017. Expiry date: 01. Mar. 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.